Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirm that reported problem. Upon troubleshooting, fse identified that the system was corrupted. To resolve the problem, fse reloaded the pc software and configurations on the hard disk. After the pc software and configurations were reloaded onto the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.